Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited low out-of-range (oor) pacing impedances measuring less than 200 ohms which triggered a lead safety switch (lss). It was also noted there were stored signal artifact monitoring (sam) episodes in which noise was being oversensed resulting in the mv sensor being disabled. Technical services recommended to consider turning off lss. The health care professional will continue to monitor. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. This supplemental report is being filed due to additional information that suggests that the pacemaker was explanted and replaced successfully. Additionally, the rv was surgically abandoned. The pacemaker was returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited low out-of-range (oor) pacing impedances measuring less than 200 ohms which triggered a lead safety switch (lss). It was also noted there were stored signal artifact monitoring (sam) episodes in which noise was being oversensed resulting in the mv sensor being disabled. Technical services recommended to consider turning off lss. The health care professional will continue to monitor. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.